Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone that insulin pump had frozen display as well as pump error alarm. Customer¿s blood glucose level was 180 mg/dl at the time of incident. Customer stated that the buttons were ramping on their own. The insulin pump will be returned be for analysis.

Manufacturer narrative:
After battery installation, the unit displayed a critical pump error (open book image) on the lcd screen. Upon further examination of the interior of the unit, there was corrosion on electrical board particularly around the battery connectors. Unable to perform the displacement, rewind, prime/seating, basic occlusion, force sensor, occlusion, and self tests due to the critical pump error. Motor was tested outside of the device, and it passed. Device received has a crack on the battery tube which starts at the corner of the belt clip rails.